Event description:
In 2002 the end-user called medtronic minimed, USA and stated that their blood glucose's started running high. When user pulled out the cannula it was bent in half. On 8/5/2002 maersk medical a/s received the complaint and 2 used infusion sets.